Manufacturer narrative:
The customer reported that the batteries were "running hot" and that batteries "leaked inside of the battery compartment". There were no allegations of patient/user harm. There were no allegations of incorrect results. The analyzer was returned. The returned analyzer was investigated by product support and engineering and the customer complaint of the analyzer "running hot" could not be duplicated. Engineering observed corrosion inside the analyzer. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that the batteries were "running hot" and that batteries "leaked inside of the battery compartment". There were no allegations of patient/user harm. There were no allegations of incorrect results.